Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic aneurysm with conformable gore tag® thoracic endoprostheses. Final angiography performed showed exclusion of the aneurysm, no evidence of endoleak and the patient was reported to have tolerated the procedure. On (B)(6) 2017, a follow-up examination revealed the tag device migrated proximally (distance unknown). On (B)(6) 2017, an additional procedure was performed to treat the migration, whereby an additional conformable gore® tag® device was implanted for distal extension. According to the report, extreme resistance was noted during the advancement of the gore dryseal sheath with hydrophilic coating. Reportedly, as the introducer sheath was being removed from the patient, the patient¿s blood pressure dropped. Final angiography showed extravasation in the intima of the right external iliac artery. The right external iliac artery was reported to have been surgically repaired. No further adverse events were reported, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use (IFU), do not attempt to advance or withdraw catheter, or other device through the introducer sheath if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in adverse events that may require intervention including major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the catheter, or other device.